Event description:
Customer reported to beckman coulter, inc (bec) that there was fluid leaking from the glucose module of the unicel dxc 600 synchron clinical system. Customer reported that the glucose electrode was failing sensor calibration. Customer reported that fluid leaked from the glucose module electrode port. Customer reported that they removed the electrode from the reaction cup. Customer reported that they then cleaned and dried off the electrode and the electrode port. Customer reported that they reinstalled the electrode. Customer reported that they shut down and rebooted the instrument. Bec customer technical support instructed the customer to perform another sensor calibration followed by a glucose module calibration. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. To date, customer has not reported on any further leak from the glucose module.

Manufacturer narrative:
(B)(4).